Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the trialed patient was having some pain on her left side. It was noted that the pain persisted whether stimulation was on and off and it was excruciating. It was believed that the pain was related to the lead placement and was not related to the device. The pain subsided after the leads were explanted.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the trialed patient was having some pain on her left side. It was noted that the pain persisted whether stimulation was on and off and it was excruciating. It was believed that the pain was related to the lead placement and was not related to the device. The pain subsided after the leads were explanted.